Manufacturer narrative:
Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. Cause of death obesity complicated by diabetes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks. Additionally, the low amplitude was also observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing and inappropriate shocks. Additionally, the low amplitude was also observed. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing and inappropriate shocks. Additionally, the low amplitude was also observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Cause of death obesity complicated by diabetes.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. Cause of death obesity complicated by diabetes.